Event description:
Boston scientific received information that this patient was experiencing dizzy spells and was admitted to the hospital. System evaluation noted atrial and ventricular non-capture and non-sensing. The patient is of larger stature and the leads appeared to have been pulled out of position. There was no evidence of the patient twiddling the leads. The physician concluded that gravity and the patient's weight could have caused or contributed to the lead dislodgement. The physician decided that a right sided implant would be a more direct and appropriate approach for this patient. The lead was surgically abandoned and will not be returned for testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.